Manufacturer narrative:
The reported issue is not a complaint alleging any device malfunction or labeling deficiency; the file was opened to document the issue that was reported. No product was received. A further investigation is deemed unnecessary. The implementation of a cleaning process is the responsibility of the customer. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris system is typically used for patient treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that the alaris devices were in extremely poor condition upon onsite inspection. This raised a concern with regards to the cleaning practices on the devices. It was then reported that no one is designated to clean any of the facility's medical equipment. On further observation, it was noted that the facility has caviwipes and accel wipes, in which the two active ingredients are ammonium chloride and ethylene glycol monobutyl ether. These chemicals are on ¿do not use¿ list on the alaris devices. Proper cleaning resources were provided to the end user by bd clinical consultants during clinical call meeting. There was no patient harm. Photos of the involved devices were provided in the initial report.